Manufacturer narrative:
The device was returned for evaluation and medical records were provided for review. Device evaluation identified the proximal end of the device was flattened on one side, creating an ovoid lumen. The graft was intact, the overlap between the bifurcated device and aortic extension was 4.5 cm. Review of the medical records did not provide evidence that could have assisted in the determination of a cause for the reported proximal endoleak, and thrombus inside the devices. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approx 2 months post-implant of a bifurcated device and an infrarenal aortic extension, a f/u computed tomography scan revealed a proximal type I endoleak due to a partial collapse of the aortic extension. Reportedly, the physician elected to perform an open repair and explant the devices. While performing the open repair, the physician discovered thrombus inside the devices; likely related to device collapse and subsequent lumen blockage. The pt was treated with a surgical dacron graft. It was reported the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.